Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated he has large bubbles in the patient line. The technical service representative(tsr) advised the hp to end therapy and start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated that he did not develop any adverse reactions or need any medical intervention. The hp stated this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported.